Event description:
It was reported that unstable speed occurred. A rotapro 1.50mm atherectomy catheter was selected for treatment to a lesion in a left coronary artery. The rotapro 1.50mm atherectomy passed the lesion 2-3 times at 160 mhx. On the 3rd or 4th time the rotational speed was increased by turning the knob of the motor. The speed jumped to 170 mhz as the knob was being turned slowly. The physician attempted to stop rotation of the 1.50mm burr. The 1.50mm burr would not stop spinning. The physician had to manually unplug the motor. The procedure was completed via an alternative method. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the device was able to reach and maintain optimal rpm in both normal and dynaglide modes with no resistance or issues. Product analysis did not confirm the reported event, as the device was able to reach and maintain optimal rpm with no resistance or issues during analysis.

Event description:
It was reported that unstable speed occurred. A rotapro 1.50mm atherectomy catheter was selected for treatment to a lesion in a left coronary artery. The rotapro 1.50mm atherectomy passed the lesion 2-3 times at 160 mhx. On the 3rd or 4th time the rotational speed was increased by turning the knob of the motor. The speed jumped to 170 mhz as the knob was being turned slowly. The physician attempted to stop rotation of the 1.50mm burr. The 1.50mm burr would not stop spinning. The physician had to manually unplug the motor. The procedure was completed via an alternative method. No patient complications were reported.